Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user rolled over in bed and cracked the ilet display screen, rendering the screen unreadable while blood glucose was not affected; the user switched to backup therapy and a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included temporary interruption of ilet use and continuation of glucose monitoring via cgm. Investigation included review of the user report, verification of addresses and return logistics, and instruction on device shutdown and data sync to the mobile app. Investigation of this device revealed screen damage consistent with accidental physical impact to the display assembly, with no indication of device alarms or functional malfunctions beyond the display. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.